Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the chip on the side and a tiny chip on the center of the objective lens, and the rust around the objective lens, the cause was due to problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. The most probable cause was traced to a component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cysto-nephro videoscope was returned to the service center with a report of moving distal tip sleeve. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, chipped and rusty objective lens was found. There was no patient involvement.